Event description:
It was reported that the programmer was exhibiting an error message at power up. After the 3rd attempt to cycle power, the error cleared. The programmer is being used without issue and remains in use. Technical support (ts) recommended the caller monitor the programmer and if any additional issues occur, return the programmer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).